Manufacturer narrative:
A supplemental is being submitted for device evaluation. Product event summary: (B)(6) was not returned for evaluation and two (2) controllers (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6) revealed that the device passed visual inspection and functional testing. Internal inspection revealed no anomalies. Log file analysis associated with (B)(6) revealed three (3) controller power-up events without associated motor start events were logged on 31/aug/2010 between 6:16:07 and 6:22:15. Log files also revealed three (3) vad disconnect alarms were logged at 06:15:45, 06:16:13 and 06:22:55, indicating a physical disconnection of the driveline from the controller, likely during troubleshooting of the controller and/or the reported controller exchange. Further review of the data log file associated with (B)(6) revealed a data point on (B)(6) 2010 at 06:21:41 indicating the controller was connected to a pump but was manually stopped. This occurred when the disable-vad-stopped-alarm (dvsa) method was used by a monitor to manually stop the pump. If the pump is manually stopped by the dvsa method, the start vad button must be pressed on the monitor or power sources must be disconnected then reconnected to enable autorun for the pump to start. Otherwise, the pump will not start and remain in a disabled mode. When a driveline is connected while the disabled mode is enabled, the controller will not start the pump and will display ¿0¿ for all parameters. Failure analysis of (B)(6) revealed that the device passed visual inspection. Functional testing of the controller revealed that the no power alarm only sounded briefly when both power sources were disconnected from the controller and the controller exhibited a controller fault alarm during functional testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was swollen. After the internal battery was replaced, the controller performed as intended. Log file analysis revealed (B)(6) was the patient¿s primary controller. Log file analysis associated with (B)(6) revealed that one (1) controller fault alarm was logged on (B)(6) 2023 at 10:37:10, indicating an issue with the internal battery. Log files also revealed a vad disconnect alarm, indicating a physical disconnection of the driveline from the controller, and a controller power down were logged at 14:00:43. This was followed by a controller power-up event with an associated motor start logged at 14:01:28, indicating troubleshooting during the reported controller exchange. Furthermore, log files revealed an additional vad disconnect alarm, indicating a physical disconnection of the driveline from the controller, and controller power down were logged at 14:23:17. In addition, log files revealed that the controller was in use for more than two (2) years. Log file analysis associated with (B)(6) revealed a vad disconnect alarm was logged on (B)(6) 2010 at 06:41:39, indicating that the controller was powered on without the driveline connected, likely in preparation for a controller exchange; a subsequent controller power-up event with an associated motor start event was logged at 06:43:52. Of note, (B)(6) was loaded with a software containing an unapproved pump start algorithm. Log file analysis also revealed that the pump ID was not set during the initial power up events of (B)(6) . Additionally, a clock change event was logged on both controllers within the analyzed period. If the pump ID is not set when the controller is connected to the monitor, the monitor will automatically set the controller date/time and the implant date to match the current date/time of the monitor. These are additional findings, not related to the reported event. The most likely root cause of the observed pump ID not set in the log files could be attributed to an incorrect set up process. The most likely root cause of the observed clock change events can be attributed to troubleshooting and the controller with no set pump ID connected to the monitor, triggering the monitor to update the date/time of the controller. Due to the adjustment in date/time on the backup controllers, the sequence of events involving (B)(6) is not able to be determined. Log file analysis did not reveal any failure to restart events within the analyzed period. As a result, the controller fault alarm event involving (B)(6) was confirmed. The reported ¿vad showed as off and would not start¿ event involving (B)(6) could not be confirmed. However, the controller being disabled using the dvsa method was most likely perceived as the reported ¿vad showed as off and would not start¿ event. The most likely root cause of the reported ¿vad showed as off and would not start¿ may be attributed to the use of the disable vad stop alarm command button on the monitor. The most likely root cause of the controller fault alarm event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA (B)(4) was opened to investigate internal battery issues with controller 2.0. Additional products: controller - (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Controller - (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the site because the controller exhibited a controller fault alarm. The controller was replaced with the backup controller, and the ventricular assist device (vad) showed as off and would not start. The controller then was exchanged back to the primary controller and the vad would not start. The primary controller was then replaced by an alternate software controller and the vad restarted. It was noted that the patient did not have any symptoms related to the exchange, and the patient remained stable during the exchange. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-nov-2023 / serial #: (B)(6), UDI #: (B)(4). D9: yes, return date:05-dec-2023. H3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. H4: mfg date: 01-nov-2022. H5: no d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-may-2021/ serial #: (B)(6), UDI #: (B)(4). D9: yes, return date:05-dec-2023. H3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h4: mfg date: 15-may-2020. H5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.